Event description:
It was reported that the buttons on the insulin pump were not working. Customer stated that the arrow buttons were not working. Customer's blood glucose reading at the time of the call was 236 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.